Event description:
It was reported the pip (proximal interphalangeal) broach bent during surgery. Additional info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.